Manufacturer narrative:
After multiple attempts, the agent was not able to contact the customer back to ask these questions of the customer.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 9 mg/dl, 109 mg/dl, and 0 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.